Manufacturer narrative:
Device evaluation:the pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: a review of the pump prime history showed large prime volumes. During testing, a load step malfunction occurred. During the load step, the piston pushed up until the cartridge reached 132 units. Investigation revealed that the force senor calibration and force sensor resistance were out of specification. Unrelated to the complaint, investigation revealed that display was dim with discolored text. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that a load step malfunction occurred. The force senor calibration and force sensor resistance were found to be out of specification. Evaluatiion also revealed that the display was dim with discolored text.there was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2015.